Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated device change out procedure, high out of range lead impedance was observed on the rv lead during testing. Lead fracture was discovered with no visual signs of damage. Patient was asymptomatic. The rv lead was capped and replaced on (B)(6) 2018. Patient was stable prior, during and post procedure.